Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt ECG "c&d" cable was missing. The root cause for missing cable was physical abuse. There's no indication that the damaged electrode belt caused or contributed to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. Per review of the patient's download data, prior to passing, the patient received nine appropriate shocks, and one inappropriate shock from the lifevest. At 10:15:01 am, the patient received the first appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole. Post-shock asystole is known potentially adverse outcome of defibrillation therapy. At 10:15:45 am, the patient received an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole with cardiac activity, transitioning to sinus bradycardia at 30-50 bpm with motion artifact to sinus rhythm at 70 bpm with pvcs, degrading to ventricular tachycardia (vt) at 280 bpm. Cardiac amplitude oversensing and motion artifact contributed to the false detection. At 10:17:22 am and 10:17:50 am, the patient received the third and fourth treatments from the lifevest. The patient's rhythm at the time of both treatments was vt at 280 bpm the post-shock rhythm for the third treatment was vt at 280 bpm and the post-shock rhythm for the fourth treatment was sinus tachycardia at 105 bpm with pacs degrading to vt/vf. At 10:18:22 am, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt/vf at 300 bpm, and the post-shock rhythm was a sinus beat that degraded to vf. At 10:18:54 am, 10:19:28 am, 10:23:25 am, and 10:25:41 am, the patient received four appropriate treatments from the lifevest. The patient's rhythm was vf at the time of all four treatments. The response buttons were pressed from 10:25:47 to 10:25:49 am. It is unknown who was pressing the response buttons at this time. A non-treatable rhythm was declared at 10:26:00 am, and the response buttons were pressed again from 10:27:16 to 10:27:26 am. At 10:28:12 am, the patient received the tenth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was sinus bradycardia at 15 bpm with hb transitioning to sinus rhythm at 65 bpm with hb transitioning to sinus bradycardia at 30-40 bpm with pvc's and intermittent nsvt degrading to vf. The response buttons were pressed from 10:28:30 am to 10:28:58 am, and a non-treatable rhythm was declared by the lifevest at 10:29:38 am. Ems was reportedly called, and the patient passed away around 12:00 pm on (B)(6) 2020. There is no indication that a device malfunction caused or contributed to the patient's passing. The lifevest was able to deliver 9 appropriate treatments to the patient.